Event description:
It was reported by the customer that their insulin pump was keypad was unresponsive to user input and alarmed button error. Customer stated they changed the batteries but it did not resolve the issue. Customer also stated they do not recall any significant events that lead to the issue or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 146 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.